Event description:
It was reported that the stent fell off. The target lesion was located in the subclavian artery. An 8.0x20x135cm express ld vascular stent was selected for treatment. However, during the delivery process, it was noted that the stent fell off. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
B5: updated with additional information. Device evaluation by manufacturer: the express-vascular ld device was returned for analysis. A visual examination found the stent to be in the correct position on the balloon catheter. The first two rows of both the distal and proximal stent struts were found to be damaged. No other issues were found with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the stent fell off. The target lesion was located in the subclavian artery. An 8.0x20x135cm express ld vascular stent was selected for treatment. However, during the delivery process, it was noted that the stent fell off. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the stent detached from the balloon inside the guide catheter. Both devices were removed together from the patient.